Event description:
The barcode scanner on the ortho summit sample handling system instrument misread the sample barcode on the sample tube in position ei of the tube holder as the barcode on the sample tube in position ei of the tube holder as the barcode on the sample tube in position d12. The software alerted the user that the sample tube number in position ei was already in the system and that the new reading was not necessary. There was no alarm that the sample tube number in position ei was missing. A barcode misread could result in a sample from one pt being misinterpreted for another. No death or serious injury was associated with this incident.